Manufacturer narrative:
6/13/97-supplemental report #1 submitted to FDA.

Event description:
During a lung volume reduction procedure, the approximating lever broke. The surgeon applied another device without patient injury.